Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The correct b5 will be: the manufacturer became aware that a user of the dreamstation 2 advance auto CPAP had states nose irritation. There was no serious patient harm or injury. No medical intervention was specified by the patient.  No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box c: product brand name is updated in this follow-up. In box h: problem code grid, usage of device (rfb), remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number, additional narrative (rfb) and additional narrative are updated in this follow-up.